Event description:
Ventilator malfunctioned.

Manufacturer narrative:
Respiratory care practitioner indicated ventilator placed in stand-by mode. Regular mode of ventilation then activated by clinician. Some time later ventilator apparently switched back to stand-by mode by itself. Hamilton medical rep reviewed the galileo event log. The event recorded that the ventilator was manually placed into stand-by at 0212 on (B)(4) 2004 and manually switched back to ventilation at 0259. No technical errors noted in the event log. Functional test performed. Placed unit in and out of stand-by several times for similar periods of time. Unable to duplicate similar event. This ventilator is back in service per hosp biomedical tech. No further action required at this time.